Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdominal') in an adult female patient who had essure (batch no. C36386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) for birth control as well as gabapentin (gabapentine) since 2013, sertraline hydrochloride (zoloft) since 2008 and trazodone from 2009 to 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced weight fluctuation ("weight gain/ loss (specify which one) weight loss and gain fluctuant"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems: broken teeth. Several teeth cracked"). In (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("pain lower back"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have uterine leiomyoma ("submucosal uterine fibroids"). The patient was treated with antibiotics, botulinum toxin type a (botox) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, tooth fracture, nausea, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, abdominal distension, back pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, tooth fracture, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received: reporter information, patient dob added, product indication updated, lot number, insertion and removal dates, treatment drugs, concomitant and historical drugs added, event injury replaced by new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, dental problems: broken teeth. Several teeth cracked, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight fluctuation, gastrointestinal or digestive system condition type: bloating, pain lower abdominal, pain lower back and submucosal uterine fibroids. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdominal') in an adult female patient who had essure (batch no. C36386- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) for birth control as well as gabapentin (gabapentine) since 2013, sertraline hydrochloride (zoloft) since 2008 and trazodone from 2009 to 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In may 2017, the patient experienced weight fluctuation ("weight gain/ loss (specify which one) weight loss and gain fluctuant"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems: broken teeth. Several teeth cracked"). In (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("pain lower back"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have uterine leiomyoma ("submucosal uterine fibroids"). The patient was treated with antibiotics, botulinum toxin type a (botox) and surgery ((total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, tooth fracture, nausea, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, abdominal distension, back pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, tooth fracture, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jul-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.